Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown taperloc stem lot #: unknown. Item #: unknown unknown magnum m2a cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01246 cup.

Event description:
It was reported that the patient is a bilateral m2a hip patient. The patient had a left tha and was revised two years later due to elevated metal ions, pain, metallosis, increased symptoms of parkinson disease, and numbness. During the revision there was found to be wear, synovitis due to metal debris. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of maude report. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.